Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient is able to connect with her programmer and clear the informational por and turn stimulation on. Patient stated her ins is charged at 3/4 full and the issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of por and therapy stopping was not determined. Patient provided their weight and hcp information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain and arachnoiditis. Patient reported that therapy has stopped due to power on reset (por). Patient was just going to lay in bed and do a morning charge when the issue occurred. Troubleshooting could not be performed during the call as patient was on vacation and did not have her programmer with her. Caller inquired about other information or causes that can cause a por. No further complications were reported/anticipated.